Event description:
It was reported that this patient experienced an increase in spasticity in the extremities and trunk and a baclofen withdrawal (return of spasticity) over the past several months. A dye study was performed on (B)(6) 2013 which was negative. The patient had a scheduled appointment on (B)(6) 2013 for a catheter revision consult. Additional information was requested in which it was reported that revision had not been scheduled yet and the therapy remained ineffective. Further, the patient continued to report signs of withdrawal and underdose symptoms of tightness in the legs. The revision was scheduled and took place on (B)(6) 2013. The exact problem with the catheter was not known and the physician decided to replace the catheter with a new catheter. It was unknown if the previous catheters were entirely or partially explanted but they were reported as explanted and discarded. The patient was reported to be alive without injury or adverse event. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8596 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013(B)(6), product type catheter. (B)(4).